Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient coded and passed away on (B)(6) 2017 and after the incident, when attempting to review retrospective data, staff noted gaps in wave data and questioned whether or not heart rate alarms were provided at the central and if alarms were acknowledged appropriately. A patient death occurred after the patient coded.

Manufacturer narrative:
No device malfunction occurred and as indicated by the customer, the philips device was not alleged to have been a factor in the death of the patient. The customer was most concerned about their inability to retrospectively gather all relevant data after the death of the patient since they noted gaps in the data were present. While it was initially stated that they did not know if alarms were provided, the customer has since indicated that this was not a concern about the product. A review of all log data found the issue was associated with a use related issue involving patient transfers and adt operations which were not performed correctly which led to the described data gap issue. Product labeling adequately described patient admit/discharge and transfer operations.